Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that the insulin pump was exposed to xrays. It was stated that the customer went to the dentist and they forgot to take off the insulin pump before the xrays. Customer's father stated that they have noticed that the customer's blood glucose has been higher. Blood glucose value has been between 234 and 304 mg/dl; current value was 296 mg/dl. During troubleshoot; it was stated, the drive support cap is recessed. It was declined to check for air bubbles and insulin leaks in the tubing or reservoir. They also declined checking the settings. The insulin pump passed the high pressure test. No error alarms found in the history. Customer's father was advised to have the customer change the entire set, monitor the insulin pump and contact the doctor regarding the high blood glucose.